Event description:
It was reported that prior to a gynecological procedure, the connector port would not allow the instrument to spin and that the connector port was misaligned. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the device mfg records was conducted, and the device met all finished goods release criteria.